Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated following an unsuccessful defibrillation during device-based testing.